Event description:
It was reported there was a patient alert for the right ventricular (rv) lead. The rv lead had an apparent fracture and impedance greater than 3000 ohms. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal portion of the lead was returned, analyzed and the proximal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted and the outer tubing overlay had cosmetic environmental stress cracking.